Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bleeding sores and bruising under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised the patient to use a gauze on the irritation and the physician prescribed aquaphor healing diaper rash ointment. Follow up indicated that the patient applied the ointment to the skin irritation, and it improved.